Event description:
It was reported that the insulin pump alarmed compromised force sensor system. No further information provided.

Manufacturer narrative:
Insulin pump unable to prime during prime and compromised force sensor system test due to faulty force sensor. Compromised force sensor system alarm noted. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.